Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the ncb plate was broken. In total we received 8 x-ray pictures. The pictures were not in a good quality. The review of the x-rays was therefore limited. The x-rays dated (B)(6) 2015 showed a distal femur breakage. It could also be seen that a knee prosthesis was implanted before. The x-rays dated (B)(6)2015 showed an implanted ncb distal femur plate. The plate was fixed with several screws and 4 cables. The x-rays dated (B)(6) 2015 showed a still implanted plate in a good position. There are no x-rays available after the plate breakage. No surgical reports or further documents were received. Devices analysis: the plate and 2 pieces of the cables were returned for investigation. The visual examination of the plate showed that the plate was broken on two holes in the mis interface. Fracture surface analysis: on the proximal part of the broken plate it could be seen that the fracture origin occurred in the smaller hole due to fatigue. On the distal part of the broken plate signs of wear could be observed and polished areas was found. The fracture of the bigger hole in the mis interface indicated an overload fracture. Furthermore, there were several scratches visible on the whole plate surface. Inspection plan: the scope of inspection for visual examination is 100%. Possible causes for the reported event: breakage of implant due to movement between implants leads to notching / fretting; breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device); breakage of implant due to chemical / galvanic / crevice corrosion of material; failure of surgery due to off label use; breakage of implant due to implant will be implanted against contraindication; breakage of implant due to wrong interpretation of in situ device position and/or dimension; breakage of implant due to wrong interpretation of x-ray template for dimensions; breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent; breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction; breakage of implant due to patient do not follow the postoperative protocol. Comparison to investigation results whether it is possible and justification: not possible: there is no evidence for notching or fretting; not possible: the ncb pp design is more than 2 years on the field. There is an implemented risk control measure; not possible: no signs of corrosion found during investigation; not possible: no evidence for off label was found; not possible: the x-rays showed that the plate was implanted according to surgical technique; not possible: the x-rays showed that the plate was implanted according to surgical technique; not possible: the x-rays showed that the plate was implanted according to surgical technique; not possible: the plate seemed not to be bent; possible: it can be that the patient was not aware of postoperative restriction. It is also possible that the user/surgeon did not follow the IFU; possible: it can be that the patient did not follow the postoperative protocol. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The returned plate shows fatigue fracture. There is no evidence or information for possible material defects or production failures. However, there are several factors which may have contributed to the breakage. It is possible that the patient did not follow the post operative protocol; it is possible that the plate was over stressed; it is possible that too much weight was applied to the leg. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device was returned, investigation is ongoing. Where lot number was received for the device, the device history record was reviewed and found to be conforming. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Under investigation.

Event description:
It has now been reported, that the patient was implanted an ncb pp dist fem plate, l, 9 h, l. 238mm on (B)(6) 2015. The plate broke on (B)(6) 2015 and the patient was revised on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown ncb product on an unknown date. The ncb broke on (B)(6) 2015. A revision surgery is planned.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).